Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated his infusion device was beeping and displaying "2.01" on the screen. He was advised to change the power pack and the device functioned properly. The patient stated he had not changed the power pack for a while and he thought it had been in use for over two weeks. He stated he was aware of the power pack recall and that he needed to change the power pack every two weeks. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.